Event description:
Report received of a non-delivery of fentanyl. The patient was receiving fentanyl at an unspecified rate for "terminal pain control". The customer reported that their policy was for pain management infusions to be monitored hourly. Approximately 20 hours after the initiation of therapy, it was noted that no fluid had been delivered to the patient. There were no pump alarms. The staff did not check to see if fluid was dripping in the drip chamber at the initiation of therapy. It was reported that when the pump door was opened, the tubing was "folded" under the door. The tubing was intact and was not leaking. The pump was replaced. There was no reported adverse effect to the patient. The patient did not appear to be in any pain. No medical interventions were required.